Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and expired. Resuscitation efforts included coronary stenting, a left ventricular assist device (lvad), and cardiopulmonary resuscitation (CPR). Access # 1 was obtained via a retrograde aortic approach. Heparin 4000 units was administered. Several ablation lesions were applied and the pvcs appeared to be resolved. Protamine was administered for heparin reversal and catheters were removed. During waiting period # 1, the pvcs resumed. Access # 2 was obtained via a retrograde aortic approach. Heparin 4000 units was administered. Several ablation lesions were applied and the pvcs appeared to be resolved again. Protamine was administered for heparin reversal and catheters were removed a 2nd time. During waiting period # 2, the pvcs resumed. Access # 3 was obtained via a retrograde aortic approach. Heparin 4000 units was administered. Several more ablation lesions were applied and the pvcs appeared to be resolved. Protamine was administered for heparin reversal and catheters were removed a 3rd time. Approximately 1-hour post-procedure, while still in the electrophysiology lab, the patient became hypotensive and a code was called. Resuscitation efforts included coronary stenting, a left ventricular assist device (lvad), and cardiopulmonary resuscitation (CPR). Patient was transferred to the intensive care unit (ICU) in unstable condition. Patient expired at 1 am. Physician did not provide a causality opinion. Generator was set on 35-40 watts. A total of 7 ablations were performed. Irrigated catheter flow was set at 15 ml/min.